Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that post a synergy stenting treatment procedure stent thrombosis occurred. The patient presented for treatment with st elevation myocardial infarction and a synergy drug eluting stent was placed. Seventeen hours post procedure thrombosis of the left circumflex occurred and was treated with repeat percutaneous coronary intervention.